Event description:
Patient reported experiencing inflammation at the infusion site, patient indicated that she had a significant amount of blood mixed with insulin leak from the infusion site. Patient indicated that she experienced elevated blood glucose levels (600mg/dl). Patient indicated that she has had history of allergies, but does not think she is allergic to the teflon canula.